Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer returned pump for an alleged cracked case and battery tube damaged. Pump received with multiple cracks on the case and battery tube damaged. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the customer stated that the insulin pump had a crack in the battery compartment. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device and will be returned for analysis.